Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture pulled out from the needle after the first stitch. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: a stuck needle on the labeled winding former of product code eh7801, lot mbq239 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The barrel hole present suture remnant and marks on the edge needle that appears to be by use of the surgical instruments. This condition caused the performance - pull off suture needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Per the needle condition the assignable cause of the performance - pull off suture needle is an improper handling of the sample. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.